Event description:
Customer performed a blood glucose test and received a result of over 140mg/dl. The customer took insulin as usual based on reading. The customer laid down to nap and 1/2 hour later woke up in an ambulance. They received a result of 20mg/dl. No controls were being used. Glucose IV was given. A request was made for the return of the suspect device and replacements were sent.